Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a 3 year follow-up with a CT showed a type ii endoleak. The physician elected to embolize the lumbar artery to resolve the type ii endoleak. The procedure was successful. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ii endoleak and coil embolization was determined to be anatomy related. There was no device related issue involving the type ii endoleak. The cautionary product use condition, patent lumbar and mesenteric arteries, likely contributed to the type ii endoleak. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)